Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
Reportedly, during the implant attempt of the subject device, when programmed to ddd (90/min) mode, the device was operating in vvi mode after connection to the pacing leads.